Event description:
The physician reports that the crystalens dislocated postoperatively. Intervention was performed in order to explant the lens and replace it with a different lens model. During the explanation procedure, the original incision was enlarged, a vitrectomy was performed, and sutures were placed. The patient has recovered.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.